Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypo tube kinks. There was tip damage. A longitudinal tear was identified in the balloon wall. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jan-2017.   It was reported that crossing difficulties were encountered.    The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported.   However, returned device analysis revealed the balloon torn longitudinally.